Event description:
It is reported that during procedure to treat a lesion using a mo.ma ultra device, the physician noted the eca balloon was not deflating. No patient issue reported.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined - investigation in progress). Conclusion: (based on the information available no root cause can be determined).